Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for physical resistance could not be determined in this complaint. The reported single leaflet device attachment/slda was due to challenging patient anatomical condition. The reported poor image resolution was due to procedural circumstance. The reported unspecified tissue damage was an outcome of slda. The reported unexpected medical intervention and hospitalization appears to be case specific circumstance. The reported patient effect of tissue damage (unspecified) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, prolonged hospitalization and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail posterior and high transeptal puncture. Visualization was difficult due to the mitraclip devices. On (B)(6) 2021, a clip delivery system (cds) was advanced to the mitral valve, and the clip was properly placed. However, during the deployment sequence, the gripper line was directly removed due to a gripper line break. The remainder of the gripper line was removed as normal per the instructions for use. The procedure continued and the clip was deployed, reducing mr to 3. The procedure ended and the vena femoralis was closed, but then it was observed that the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). One clip was implanted, reducing mr to 3. The patient remained hospitalized. On (B)(6) 2021, the patient underwent a second mitraclip to stabilize the slda, and to further reduce the mr grade of 3. A flail of the anterior mitral leaflet was observed. The physician stated the slda was mostly likely due to friable leaflets. It was noted a pericardial effusion (pe) occurred during transeptal puncture and was treated. The physician stated the pe is not related to a mitraclip device. One additional clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.